Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. Following placement of a guidewire, a 2.50mmx12mm emerge¿ balloon catheter was advanced for predilation. However, on the second inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a 2.50mmx12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 8mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. Following placement of a guidewire, a 2.50mmx12mm emerge balloon catheter was advanced for predilation. However, on the second inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed using a 2.50mmx12mm nc emerge balloon catheter. No patient complications were reported and the patient's status was good.